Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4): evaluation method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn into pieces. A piece of the lens optic and one haptic were torn off and missing. The other haptic was bent. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the lens tore. The lens was removed with no patient injury.